Manufacturer narrative:
This report is submitted september 13, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. Reprogramming attempts were made; however the issue could not be resolved. The patient is being clinically managed by the health care provider.